Manufacturer narrative:
Conclusion: evaluation only.

Event description:
It was reported via repair work order that the exposed sharp edges reported on unit at fowler hinge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.